Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following defects were found: tips and rubber feet worn out. Tension rocker arm not greased. Chamber holder twisted. Wear and tear in rocker arm is the root cause for the reported issue. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the device has irrigation problem. Procedure was completed using another way. No patient consequences. Customer requested a loaner additional information received from reporter by phone and email on (B)(6) 2018, stating that the irrigation was defective the suction could not be performed correctly. The incident generated 10 minutes of surgical delay with no consequence for the patient . Another irrigation tube was used to complete the surgery additional information received from the affiliate on (B)(6) 2018, stating that the product issue occurred during surgery.